Event description:
Underdelivery reported. The pump was set to infuse heparin 25,000u/500ml at 20ml/h. A new container was hung on 08/11/1999 at 1500. The administration set was changed on the bag later in the day (approx 1800). On 08/12/1999 at 0700 the pt's serum ptt was "lower than expected". Later on 08/12/1999, a nurse observed that there were no drops in the drip chamber. No pump alarms had sounded. The pump door was opened and the tubing was found to be "crimped and flattened". The tubing was repositioned in the pump and the infusion was restarted with confirmation of delivery. The pt did not experience any adverse effects. The same pump/tubing system was kept in use without further incident. No add'l info is available.